Manufacturer narrative:
An endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facility¿s reprocessing practice and to provide a reprocessing training if necessary. To date, the ess visit has not been finalized. A review of the service history indicates the scope was purchased on march 21, 2012 and the scope was last repaired on may 3, 2016. The instruction manual provides warning regarding reprocessing which states, all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators. The user manual for the oer-pro indicates the reported error code e00 means the process was interrupted and the likely cause was that the stop/reset button was pressed during process. Based on the reported information, the most probable cause of the reported event was attributed to unintended user error.

Event description:
The olympus field service engineer (fse) informed the service center that a scope technician at the user facility removed two scopes out of the automated endoscope reprocessor (aer) machine that were not reprocessed and mistakenly used the scopes on patients thinking that they had been reprocessed. The olympus sales representative confirmed that the print outs from the aer did not show a complete reprocessing cycle for the two scopes. It was reported that there was a print out for an e00 which means the process was stopped by pressing the stop button. There was no death, serious injury or patient infection reported. This is report is for 2 of 2 scopes.

Manufacturer narrative:
An endoscopy support specialist (ess) was dispatched to the user facility to observe the facility¿s reprocessing practice. The ess was unable to perform observation at this time. However, the ess conducted a scope reprocessing and infection control in-service for the staff and covered infection control information referenced in the user manual and reprocessing manual. The ess recommended that the user facility follow the connection matrix for proper use and covered how to manually reprocess scopes that are damaged.